Manufacturer narrative:
No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had fallen in water. Customer did not know blood glucose level. No further information reported.